Event description:
The patient reported their pump had shut down in the past when they had an MRI, but it automatically restarted itself. The duration of the motor stall was not reported. The medication used within the system was unknown.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)